Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm, which is off-label use of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.